Event description:
It was reported that piece of the suture broke off. No patient injury reported.

Manufacturer narrative:
The reported disposable firstpass suture passer, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established based on our visual and functional observations. From the information provided, a piece of suture broke off. Based on visual observations, the suture capture was missing from the upper jaw and was not returned. No clinical suture was received. No other visual discrepancies were observed with the returned device. Functional test was performed on the returned device using magnum wire and ultratape sutures. Foam was also used to replicate the tissue. A suture capture was attached to perform the functional test. Suture was loaded on the device and a stitch was passed thru foam and captured by the suture capture. The tested device was able to function as intended. Unable to replicate the reported failure of broken suture. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Or (2) incorrect clinical suture used. Excessive force applied to the product or incorrect suture used with the device can result in product failure or damage to the product. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.